Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/13/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following information was requested, but unavailable: - please provide the lot number: - device return status. Please document the shipment tracking number: not available at this time. Additional information was requested, the following was obtained: - please provide the source or name of person providing answers to follow-up questions: cally pissare, materials management to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was a reported a patient underwent an unknown procedure on (B)(6) 2023 and barbed suture was used. During the procedure, the needle is popping off when passing through tissue. It is unknown if there was more than one case. No patient harm was reported. Additional information was requested.